Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Nurse reported the patient experienced an air detected in the cassette warning. The nurse cancelled the treatment and when removing the cassette form the cycler fluid was observed leaking into the cassette housing. The nurse was advised to discontinue treatment on the cycler. Additional information was solicited. The set has not been made available for evaluation.

Manufacturer narrative:
The complaint sample was not returned to the plant for investigation. A search on lots delivered to the patient three months leading to the alleged event date resulted in four possible lots across two part numbers. Stock search indicates all companion samples were sold and distributed. The device history record of potential related lots was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found.